Event description:
The user facility's biomedical engineer reported that during preventative maintenance (pm) of the device, they were getting a high temperature alarm at 42 degrees celsius setting. The lower temperatures were reading about a degree high as well. Since the event occurred during preventative maintenance, there was no pt involvement.